Event description:
Pt stated 2.01 was displayed on the screen of her infusion device. She was able to replace the power pack with a new power pack and the infusion device functioned properly. She was aware of the recall. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.